Event description:
It was reported that a skin reaction characterized by excessive itching, dryness, redness, rash, blistering, skin irritation, and localized pain occurred at the pod cannula site while wearing the pod between 49 and 71 hours. Symptoms were confined to the pod application site and the affected area was reported to be slightly larger than the pod. The patient noted that the site became increasingly painful the longer the pod was worn. The patient reported that similar reactions occurred at every cannula site regardless of pod placement. The patient visited an out of hours general practitioner consultant at (B)(6) on (B)(6) 2026 to address the allergic-type skin reaction. The physician prescribed chlorphenamine tablets, medi derma cream to be applied during pod activation, and hydrocortisone cream to be applied after pod removal. Despite using the prescribed treatments for approximately one week, the skin reaction persisted. The patient later contacted her diabetes nurse via email on (B)(6) 2026 to provide an update, after which her insulin was changed; however, the skin reactions continued unchanged. At a follow up appointment on (B)(6) 2026, the nurse advised the patient to discontinue use of the omnipod 5 system and transition back to insulin pen therapy. No further information was provided and the patient's blood glucose values were not reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as the pod was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. The lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.